Event description:
Surgeon had difficulty impacting the trident ceramic liner into a trident psl cup. Reamed acetabulum to 59mm & implanted a 58mm psl cluster cup. When placing the liner onto the cup ready for impaction, it would not sit down but toggled as the "cup had been deformed". Upon impaction, the liner was seated superiorly but not inferiorly. Surgeon used punch on metal rim of ceramic insert to seat inferiorly. Delayed surgery by approx 10mins.

Manufacturer narrative:
It was noted that the device was implanted. Additional information has been requested and if received, will be provided in the supplemental report. Device was implanted.

Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding alleged seating/locking issue involving a trident shell was reported. The event was not confirmed. A review of the provided medical information by a clinical consultant could not determine a root cause or confirm the event. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined, because insufficient information was received. Further information such as return of device, x-rays, patient history & follow-up notes are needed to investigate this event further.

Event description:
Surgeon had difficulty impacting the trident ceramic liner into a trident psl cup. Reamed acetabulum to 59mm & implanted a 58mm psl cluster cup. When placing the liner onto the cup ready for impaction, it would not sit down but toggled as the "cup had been deformed". Upon impaction, the liner was seated superiorly but not inferiorly. Surgeon used punch on metal rim of ceramic insert to seat inferiorly. Delayed surgery by approx 10 mins.